Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. Local infection is listed as potential complication that may be associated with the use of the system. For prevention of infection, the IFU states to remove unnecessary IV lines and replace old IV lines before hvad pump implantation. Administer antimicrobial prophylaxis based on the hospital's nosocomial and microbial sensitivity profile with sufficient coverage for staph aureus, staph epidermidis and enterococcus. Use pre-operative scrub with antiseptic the night before and again the morning of the operation. After hvad pump implantation, continue systemic antimicrobials prophylaxis for 48 to 72 hours. Remove mediastinal and pleural drains as soon as appropriate. Nursing measures to decrease infection include frequent hand washing and strict aseptic technique during contact with invasive lines and during hvad pump dressing changes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the subject was admitted to hospital after clinic visit for drive line infection. Infectious disease consulted and determined it was best to start in-house IV vancomycin. Wbc's on admission 4.9 k/ul, temp 97.3f. On (B)(6) 2016 cultures were completed and found to be positive for 4+ diphtheroid., 2+ coag negative staph and <1+ viridans strept. The patient did not experience any increase in wbcs and o temp. It was safe for patient to be discharge home on home IV antibiotics. Patient was to start pcn vk 500 mg qid.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The driveline cable ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the root cause of the reported event based on device history review and certificate of sterility review show no discrepancies noted that may have caused the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event.